Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: on (B)(6) 2018, a hospital nurse contacted customer support and reported this patient on peritoneal dialysis was experiencing a drain complication during drain 2 of pd treatment with the liberty cycler. Additionally, it was reported the patient had visible fibrin (which was causing the drain complication) and had concurrent peritonitis. During follow-up with the patient¿s pd nurse, it was confirmed the patient was hospitalized (on an unknown date) for peritonitis. It was reported the patient was treated with an unspecified medication for peritonitis. Additional details surrounding details leading up to and during the hospital course are unknown as no further information will be forthcoming, per the pd nurse. No further adverse events nor any fresenius product deficiency or malfunction were reported. A temporal relationship between pd therapy with the liberty cycler/ fmc cassette and the patient¿s hospitalization for peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty cycler/ fmc cassette malfunction or product deficiency. At this time, the etiology cannot be concluded due to lack information. However, peritonitis is a well-known potential complication of pd therapy that may occur due several potential causes. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient has medical issues (unspecified). Per the pdrn, the patient had issues with fibrin and peritonitis. Upon follow up, the pdrn stated the patient was hospitalized and that they were also being treated for peritonitis and fibrin. The patient was and treated with an unknown course of medication. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.